Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and loss of consciousness.

Event description:
It was reported that no alerts or alarms occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient experienced symptoms of diabetic ketoacidosis (dka) and a potential dexcom malfunction six days after the sensor was inserted in the abdomen. The patient did not receive any continuous glucose monitor (cgm) alerts or alarms before developing symptoms of dka. The patient reported noticing no error messages at that time. She was unable to check the cgm reading or blood glucose (bg) at that time. The patient experienced vomiting, malaise, and passed out. The patient reported that she caught the sensor on something, and it came off but did not have time to change the sensor at the time of the symptoms. She emphasized that the symptoms and absence of alert occurred prior to the sensor's accidental removal. At some point when the patient was no longer wearing the sensor, the sister noticed a sensor fail message on the display device. The sister also found the patient lying on the bathroom floor at 0700 the morning after symptoms developed and called an ambulance. Upon arrival at the emergency department, the bg was 1200 mg/dl. The patient was treated with unspecified novolog insulin and unspecified fluids. The patient had just been discharged from the hospital the day of the report, 3 days after being admitted. At the time of the report, the patient was better but feeling exhausted. Data was evaluated and the allegation was confirmed. The probable cause could not be determined. No additional patient or event information is available.